Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the vibra-alarm sometimes does not function when doing a quick bolus using the arrow buttons. No adverse event was reported. The infusion device was requested to be returned for product evaluation.